Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cannot open the database. A technical support specialist (tss) observed that the database was in suspect mode. Created a temporary folder in temp as a backup. Performed a database backup. Deleted the errors from sync info 2.0. Proceeded with repair database (step 5.2 - repair with allow data loss). Completed a full sync after the repair. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, unexpected data error occurred that pyxis cannot open database the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.